Event description:
A field service engineer found two broken screws and one screw with a stress fracture in the lower section of the opmi pentero c microscope ceiling mount system during a service call.

Manufacturer narrative:
A field service engineer inspected the upper and lower sections of the ceiling mount system. All screws in the lower section were replaced. Loctite was applied to the replacement screws prior to tightening to torque specs. All screws in the upper section were inspected and found to be acceptable. Note: the ceiling mount system is equipped with an anti-fall guard which securely supports the opmi pentero c microscope. The root cause investigation of the broken screws is ongoing.